Event description:
Complainant alleged that during pt flight transport the device inappropriately shut down. Complaint did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.